Manufacturer narrative:
Multiple MDR's were filed for this event. Please see associated report(s): 0001822565-2018-06569. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was not reviewed as the necessary product/lot code combination was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for revision to address right shoulder dislocation. No revision has occurred. No further information.